Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. The patient reported increasing stimulation in the abdomen area and one (1) event of unexpected interruption of therapy in closed loop. X-ray imaging was obtained which confirmed a lead migration. The patient was reprogrammed to temporarily restore therapy, pending a lead revision to resolve the lead migration. A lead revision procedure was completed therapy restored to the patient.